Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an unusual issue with his one touch ultrasmart meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter's back light coming on every time the strip was inserted or when using the "ok" button began on (B)(6) 2011, at 2 am. He stated that he manages his diabetes with humulin and due to the alleged issue, at 7:30 am he decreased his dosage to 8u of humulin. The patient claimed 30 minutes after the alleged issue started, he was "sweating profusely, with a rapid heartbeat and felt jittery". In response to his symptoms, he denied receiving any form of medical treatment. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.